Event description:
Clinical study. It was reported that during a coronary artery stenting procedure, balloon withdrawal resistance was noted. The index procedure treated three target lesions. The first being a de novo, 75% stenosed 2.5x20mm lesion located in the 1st obtuse marginal (om) branch. Treatment consisted of pre-dilation with a maverick 2.5x20mm balloon, the placement of a 2.5x24mm taxus liberte drug eluting stent deployed at 18 atm's and post dilation with a 2.5x20mm taxus liberte stent delivery balloon deployed at 18 atm's resulting in 0% residual stenosis. This target vessel was moderately tortuous and balloon withdrawal resistance was noted during the procedure. The second target lesion was a de novo, 90% stenosed, ostial and bifurcated 3.0x12mm lesion located in the 1st om branch. Treatment consisted of pre-dilation with a maverick 2.0x20mm balloon and the placement of a 3.0x12mm taxus liberte drug eluting stent deployed at 16 atm's with 0% residual stenosis. The third lesion was a de novo, 75% stenosed 3.5x12mm lesion located in the proximal right coronary artery. Treatment placed a 3.5x16mm taxus liberte drug eluting stent utilizing post dilation with a 4.0x15mm non bsc balloon deployed at 22 atm's. The patient was discharged 2 days post procedure on aspirin and clopidogrel. No patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint cannot be conclusively determined. Product not available for analysis